Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery was replaced to address the issue. After the part was replaced on the device, a final and run-in tests were performed on the device, along with battery and valve checks. The device was operational, and it was cleaned.